Manufacturer narrative:
A video was submitted; no product was received. The returned video appears to show the leaking of blood-like substance from the fast-cath. Visual inspection was based solely upon a review of the video provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The damage to the introducer is consistent with leak; how or when this damage occurred remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, with the sheath in the right atrium, the viewflex catheter was inserted through the sheath and then removed. However, when inserting the 6f catheter into the sheath, blood began leaking from the hemostasis valve. The leak was managed with tape, and the procedure was continued. The procedure was completed without replacing the sheath and there were no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator, viewflex catheter and 6f catheter. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the instructions.